Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that a vibratory notification was received. Alerts noted that the pacing lead impedance had increased and the capture threshold had increased. The patient had previously been non-compliant with follow-ups. The lead was explanted and replaced.